Manufacturer narrative:
The scepter c balloon catheter was returned for evaluation. Visual inspection of the device found loose coil under the polyimide ring. Due to the hub's inflation port being occluded with what was likely contrast, the hub was bypassed to test balloon inflation. A pinhole leak was found 4mm distal of the proximal marker band. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) for the device states, "the scepter c and the scepter xc occlusion balloon catheters are intended for use in the peripheral and neuro vasculature where temporary occlusion is desired." Additionally, the IFU identifies use of the scepter balloon for angioplasty procedures as a contraindication. The scepter was used to post-dilate a stent as a compression device, not to provide temporary vascular occlusion to stop or control blood flow, per the IFU, and the off-label application of the device represents use error. Using the scepter balloon for stent post-dilatation is an off-label use and identified as a contradiction for use in the IFU.

Event description:
It was reported that treatment was performed for an internal carotid artery aneurysm. A (non-microvention) flow-diverter stent was deployed, but it did not open proximally. During an in-stent inflation with the scepter balloon to improve the wall apposition, the balloon ruptured. There was no reported patient injury or additional intervention.